Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
As reported that on (B)(6) 2025, a 25mm epic mitral valve was implanted. On (B)(6) 2025, the valve was removed due to heart failure symptoms due to mitral stenosis. The valve was replaced with a new 25mm non-abbott valve. The patient was reported to be in stable condition.

Event description:
It was reported that on (B)(6) 2025, a 25mm epic mitral valve was implanted. On (B)(6) 2025, the valve was removed due to heart failure symptoms due to mitral stenosis. The valve was replaced with a new 25mm non-abbott valve. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of explant of the valve approximately nine days after implant due to symptoms of heart failure resulting from mitral valve stenosis was reported. The device was returned to abbott for investigation. Upon visual examination, the sewing cuff was found to be torn and contained blood, body fluids, and biological material. All three cusps were intact, contained biological material in the outflow, and had limited mobility when manipulated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. Based on the available information, the cause of the reported aortic valve stenosis is likely a cascading effect of fibrous pannus ingrowth and fibrous thickening on the leaflets. However, this could not be conclusively determined. The cause of the pannus formation could not be conclusively determined. The reported surgical intervention was result of case-specific circumstances as the device was explanted surgically. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.